Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported that the patient was using adhesive discs and an abdominal binder when charging, and that they will have all 8 coupling bars that will drop to 0 bars. There were not pocket issues reported. It was suggested that the patient use the belt with spacers while charging. It was also reported that the patient had a 376/375 error code on the ins recharger (antenna test temp failure/antenna failure). A new recharger was sent to the patient. No patient complications/symptoms were reported.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's implant is not working and the device will not take a charge. The patient added that the implant has been dead for a long time and they had tried to charge it numerous times. The patient reported that even if they get 1/2 battery then 12 hours later it was dead. The patient stated that there were no recharger issues. The patient was told that they could contact a manufacturer's representative (rep) through their healthcare provider (hcp). The patient inquired about getting their device to change with positions. No further complications were reported or anticipated. No symptoms were reported.